Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented in the ER after receiving the pt notifier for nsln. Rep reviewed the episode and confirmed presence of lead noise. The pt was out of town and will return home next week at which time they will f/u with their normal cardiologist. There are no plans at this time for further intervention.